Manufacturer narrative:
(B)(6). Device was evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 9mm distal of the distal markerband and extending approximately 29mm proximately across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11mar2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated and then it was tried to advance while deflating. However, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications nor injuries were reported. However, device analysis revealed a balloon longitudinal tear.